Event description:
This letter is to inform you of this adverse event as the suspect device alphatec that are not manufactured or imported by depuy synthes. It was reported that on unknown date, a patient related adverse event took place yesterday at the (B)(6)hospital. They were asked to have there spotlight access system opened for the transforaminal interbody fusion procedure the surgeon was performing despite the fact that the surgeon was using an alphatec lateral interbody cage. Because the surgeon was not using depuy synthes for his interbody cage, they stepped out of the room for the alphatec portion of the case. It was during this portion of the case that they were made aware that the iom rep reported a loss of sseps/meps. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).